Manufacturer narrative:
Device evaluation in process but not complete. A f/u medwatch will be submitted upon completion of evaluation.

Event description:
It was reported that during attempted insertion of the cap screw into the s-lok pedicle screw, it was noted that the tulip head had splayed. The pedicle screw was removed and replaced with no further issue or significant delay to the procedure reported.